Event description:
Incident reported as: during same surgery, the handle was blocked. Three appliers defective. No patient injury and/or intervention reported. No further information available.

Manufacturer narrative:
Device sample requested, but not received. Investigation report not available at time of this report.